Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Blood glucose level was in the 200's mg/dl range. Tandem technical support advised the customer against disconnecting at the luer lock connection.